Manufacturer narrative:
The hill-rom technician found the scale pcb was the issue. Per the hill-rom service manual, warning: the be exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the scale pcb to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in the ICU at the account. There was no pt/user injury reported. (B)(4).